Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump's time and date were inaccurate, cause was unknown. Customer¿s blood glucose level ranged between 175-300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.